Event description:
It was reported that stent damage occurred. The target lesion was located in the common iliac artery. After predilation with mustang catheter balloon, a 6x60x120 epic¿ stent was selected for use to treat the lesion. The physician was well-informed of the epic deployment system. The stent was positioned on target lesion and started to be deployed. The physician tried to slowly deploy the device but after 2-3 rows of the stent cell was deployed, stent did not move. The stent was not fully deployed. When the physician pulled back the stent, part of the stent cell was stuck in the sheath and the distal part of the stent was stretched. The physician removed the sheath and the device together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).